Event description:
It was reported that the patient had presented to the clinic for a follow up. The device had been found to have atrial oversensing that was consistent with atrial flutter. Programming changes were performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.